Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis. The customer did not provide information about the hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the incident was due to scar tissue and an infection. The customer did not return the product back for analysis